Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via the manufacturer's representative (rep) the consumer was getting stimulation and coverage, but wanted more coverage in their back and legs if possible. On (B)(6) reprogramming was performed and an x-ray was performed which showed the leads were fractured with impedance testing showing results over 40,000 ohms. The consumer was unaware of any issues that could have caused this. As a result a revision was planned, but not currently scheduled so the issue hadn't been resolved.

Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID: 3778-60, product type: lead. Product ID: 3778-60, product type: lead. : analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed. Note: pli10 was voided as although the serial numbers of the returned leads were known, but it was unknown which lead represent that particular lot, as returned leads did not have lot no reported on them.

Event description:
Two leads were returned.

Manufacturer narrative:
Analysis of the lead with an unknown serial number found the lead¿s body conductors were broken at the anchor site. Analysis of another lead with an unknown serial number found the lead¿s body conductors were broken at the anchor site.

Manufacturer narrative:
Additional review determined conclusion code no longer applies to this event. Additional review determined conclusion code does apply to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.